Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hcg+ss test system assay on a cobas e411 immunoassay analyzer (rack system). Initial result: 6376 miu/ml. 1st repeat result: 904.6 miu/ml. No questionable result was reported outside the laboratory. 2nd repeat result: 6035 miu/ml. The initial and 2nd repeat results were considered to be correct and reported outside the laboratory.

Manufacturer narrative:
The hcg+ss reagent lot number and expiration date were not provided. The investigation is ongoing.

Manufacturer narrative:
The customer verbally provided that the qc recovery was acceptable. The field service engineer (fse) adjusted the sample/reagent probe, replaced and adjusted the mixer paddle, adjusted the sipper probe, and replaced the pinch valve tubing. Precision studies were performed, and they were within specifications. The analyzer was performing within specifications. The service actions performed by the fse resolved the issue in a trained service process. The cause of the event was due to a component failure.